Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia while using the ilet bionic pancreas, and an agent gathered additional blood glucose details and assigned advanced troubleshooting to adjust pump settings. Symptoms included hypoglycemia with a low of 50 mg/dl accompanied by hot flashes, anxiety, nausea, and shaking/tremors. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was related to low glucose with unknown root cause and that settings adjustments and education were provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.